Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of peritonitis recurrence in a patient coincident with extraneal viaflex therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced cloudy effluent and was diagnosed with peritonitis recurrence. The physician considered the peritonitis to be mild serious and reported that no break in aseptic technique occurred. The patient was not hospitalized for the peritonitis. On (B)(6) 2011 the patient began treatment with vancomycin 60 mg four times a day ip and ceftazidime 250 mg four times a day ip per hospital protocol. On (B)(6) 2011, extraneal therapy was temporarily withdrawn and on unreported dates in (B)(6) 2011, the patient had to perform two hemodialysis (hd) sessions due to the peritonitis. The patient was recovering from the event of peritonitis recurrence. The physician did not provide an opinion of causality for the event of peritonitis recurrence in relation to extraneal therapy.